Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pads from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who prescribed an ointment for the skin irritation. The patient also reported that his physician is aware that he removed the lifevest. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.